Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (no original packaging present), bulb evacuator. A concomitant, in-house evacuator tubing was the bulb evacuator. The other end of the tubing was placed in a reservoir of water. The empty port was opened and the bulb was squeezed. The port was then closed and the bulb released to suction water. The device suctioned 200cc of water as intended. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿wound drains are used to remove exudates from wound sites. A. Drain placement for 100cc, 200cc, and 400cc silicone evacuators 1. Place wound drain(s) within critical fluid collection areas. 2. Draw non-perforated section of wound drain through skin until drain indicator mark appears at the skin surface. 3. Attach non-perforated section of drain directly to evacuator inlet port. 4. 200cc and 400cc silicone evacuators: when using 2 silicone drains with one evacuator, clip sealed inlet port and attach second drain. B. Drain placement for all other evacuators 1. Place wound drain(s) within critical fluid collection areas. 2. Draw non-perforated section of wound drain through skin until drain indicator mark appears at the skin surface. 3. Attach non-perforated section of drain either to y-connector or directly to evacuator inlet port. 4. With two silicone drains, attach blue adaptors to drains and y-connector, and attach y-connector to inlet port. Note: for 1/8¿ (3.2 mm) round drain, y-connector or enclosed 1/8¿ (3.2 mm) drain adapter must be used to connect to evacuator. Caution: do not puncture or perforate drain. C. With silicone round double drain 1. See instructions with drain. D. Attaching to auxiliary suction 1. Connect suction tube to empty port using a stepped 5-in-1 connector. 2. During auxiliary suction, evacuator will deflate and exudate will flow through evacuator into suction tube. E. To establish suction 1. Open empty port. 2. Squeeze evacuator. 3. Close empty port. Note: reflux of fluid to the patient is minimized during reactivation by an anti-reflux valve in inlet port. F. To empty container 1. Open empty port over collection basin. 2. Squeeze evacuator to empty. G. To re-establish suction 1. Repeat step ¿e¿ above. H. To read fluid volume 1. Invert unit. 2. Open empty port to release vacuum. 3. Read and record approximate volume. 4. Empty and reactivate evacuator."

Event description:
It was reported that it was difficult to suction during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to suction during pretest.